Manufacturer narrative:
Investigation description. Display damage due to seal damage.

Event description:
It was reported that an ilet touchscreen became delaminated and cracked of unknown cause, while the device and display remained usable and the user reported no injury or operational trouble; the device will be returned and the user was advised the unit is no longer watertight, consistent with a device problem involving loss or failure to bond affecting the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.